Event description:
Additional information received on 3/6/2025 for report number mw5165498 to change manufacturer's name.

Event description:
Patient called to report an adverse event involving filshie clips she had implanted in 2012. Patient stated in 2022 she found that the clips had migrated and in (B)(6) of 2023 she had 3 surgeries trying to remove the clips however only 1 was able to be removed. Patient stated the clip that is still implanted was seen on x-ray traveling up towards her chest and is considered life-threatening at this time. Patient stated she¿s nervous to have another surgery in the united states and is seeking removal surgery overseas. Patient stated she cannot work due to this device complication. I am currently expecting my surgery soon overseas to remove this product of a filshie clip that is migrating towards my lungs. I would appreciate a call or email on what to do next to get this removed immediately. What kind of symptoms, pain or discomfort did you experience? Extreme discomfort during menstruation, painful sharp stabbing pain during sex, mental illnesses, suicidal tendencies, depression, sharp pains, dizziness, fatigue, stiffness, nausea, stiffness in my hips, legs, and groin, inability to perform normal daily activities, pain while urinating, painful and irregular periods, inability to walk, sit or stand, immobilized for long periods of time, pain around anus areas. Did you consult with a health care provider to discuss the symptoms, pain and discomfort you were experiencing? If so, please describe: yes, since the first year I got them, I was experiencing extreme pain in performance of everyday tasks. I continued to go to the doctors about it but always been dismissed as "period cramps" etc. As of the last few years it got much worse, I still got dismissed and gotten "normal" results from the doctors that I was fine. Page 1 of 5. As of the past few months it's been the worse, I've ever experienced. I've had many years of inpatient hospitalization, suicidal attempts and major doctors experience that has diagnosed major mental problems and hospital visits to ER for extreme pelvic pain, possible cancerous cells from pelvic infections. All of the hospitals have my medical records, will be more than happy to release to attorneys.